Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was non tortuous and moderately calcified. The high torque balance middleweight universal guide wire was being advanced when it separated distally in two pieces and had to be retrieved from the patient anatomy via snare device. There was no reported resistance during advancement or withdrawal of the device. A new wire was advanced with balloon dilatation performed to successfully complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.